Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 49 mg/dl and their sensor glucose read 79 mg/dl. It was also found the threshold suspend feature was not prompted during the customer's low. The customer's sensor cannula was slightly curved upon removal of their sensor during troubleshooting. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.